Event description:
A user facility reported to olympus that the subject device (pk cutting forceps, 5mm, 33cm) was not cauterizing when the paddles were together. There was no patient harm or user injury reported due to the event. Additional information regarding the reported event has been requested but not yet received.

Manufacturer narrative:
The device is expected to be returned to olympus for evaluation. The device has not yet been returned. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the event occurred during a laparoscopic salpingectomy procedure, which was successfully completed. There was no harm or user injury reported due to the event. The device was inspected prior to use and no defects were noted.

Manufacturer narrative:
This report was submitted for additional information obtained from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation the device was evaluated where no abnormalities were found that could have led to the reported event. The user's reported complaint could not be replicated. The device did not return in its' original package. The device was received with the jaws opened, lock off. A functionally test was performed on the received device by plugging it into the test generator (esg-400). The generator recognized the device and displayed no errors on the screen. The blue activation switch was checked, and it is functional. A footswitch was connected to the generator, and the connected pk cutting forceps responded and activated after pressing down on the footswitch. The device was tested using a piece of gauze that was soaked in saline, observed was a consistency of coagulations while the saline-soaked gauze was fully grasped by the forceps at the distal end side and activated with the blue switch on the pk device. There were no abnormalities during the functional test. Visual inspection and indicates that there is no foreign material on the jaws, cable, or handle. The jaw symmetry is slightly misaligned. The first point of contact for the jaws is at the distal end; this is consistent with the standard. The jaw aperture measurement was taken inside the first teeth of the jaw, and measured at .227", (standard is .300¿ +/- .100¿). The jaw mesh is normal, no abnormalities noted. The insulation of the jaw legs was inspected and found no abnormalities. The flare is normal. The lock function works and the slider that is used to toggle the device from lock to unlock is normal. The trigger lever was manipulated, and engaged without any anomalies, or malfunctions. The shaft itself is normal, and the rotation of the shaft is also normal. The blade extends/retracts and cuts the dental dam as designed. The blade itself does not appear to be dull. The lever for the blade has no restriction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely a result of insufficient output time from the generator to produce the energy necessary. The following is included in the instructions for use (IFU) and may help prevent the event: "warning: insufficient generator output time or generator output level may not provide the operator with the desired level of coagulation." Olympus will continue to monitor the field performance of this device.